Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received in the deployed state. Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy. The needle mechanism was reset and deployed with no issues. No damages were observed to the bottom housing and environment seal. Download data showed no timeouts or drive stalls and no alarms were generated. The exact cause of the reported event could not be determined.